Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent low morning blood glucose for several weeks, with values in the high 60s to 70 mg/dl and a lowest reported value of 60 mg/dl, and requested guidance on adjusting settings to prevent morning hypoglycemia; the event did not involve alerts or alarms and was managed at home with oral carbohydrates such as juice, glucose tablets, biscuits, and banana. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included transient hypoglycemia that resolved with oral glucose and did not require medical intervention or hospitalization. Investigation included troubleshooting and user education, with a plan for follow-up to assess and optimize therapy settings. Investigation of this case revealed no device alarms or malfunctions and an unclear cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear.